Event description:
While performing the plasmapheresis treatment, it was noted that the soft keys on the device would not work. The device would not work and the treatment was discontinued prior to completion. The manufacturer was notified and evaluated the device. The manufacturer replaced the front panel and an air detector. The device then passed all of the safety checks and was returned into service.